Manufacturer narrative:
The referenced known history of a driveline short-to-shield issue was reported by the manufacturer under MFR medwatch report # 2916596-2017-00734. Approximate age of device - 4 years, 1 month. The pump remains implanted supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that when the patient presented to the clinic for a routine visit, the driveline was covered with duct tape. The vad coordinator removed the duct tape and replaced with rescue tape. There were no device alarms. The patient was asymptomatic. Of note the patient has a history of a driveline short-to-shield issue and remains on external battery power (does not connect to the power module). An ungrounded patient cable is utilized by the clinicians during the clinic visits. X-ray images were unremarkable. No additional information was provided.

Manufacturer narrative:
The device remains in use and was not available for evaluation. The report of damage to the outer silicone sleeve of the patient's external driveline could not be confirmed through this evaluation because the product is not available for evaluation and no photos of the cosmetic damage were submitted for review. The submitted x-rays appeared unremarkable and the system controller log file data appeared to show the pump operating as intended. The patient remains ongoing on heartmate ii lvas and no further events have been reported. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.